Event description:
It was reported the patient heard a two tone alarm an hour apart for about 5 days. The patient was unaware that it was the pump alarm. The patient's next refill date was 2008. The patient experienced a return of pain and withdrawal symptoms prior to the refill date. Telemetry logs noted repeated motor stalls and recovery with a final motor stall one month prior, with no recovery noted. The patient did not recall being around any source of emi nor has had an MRI or other medical testing. The drug in the pump was morphine sulfate. No concentration or dose were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.